Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that, during use at the beginning of a therapeutic laparoscopic cholecystectomy procedure, that the tissue pad of their sonicbeat device turned over. To complete the procedure, the physician switched to a competitor's device of the same kind and completed the procedure successfully. There were no reports of patient harm.